Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as onset, the patient began treatment with injection fortum (1gm, frequency and route not reported) and injection vancomycin (2gm, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovering from this peritonitis event and treatment with fortum and vancomycin was ongoing. The action taken with dianeal therapies was not reported. No additional information is available.